Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 15 mmol/l (270 mg/dl) between 4 and 24 hours of wearing the pod. The reporter stated after giving correction boluses the bg levels were not decreasing. It was further reported that the adhesive was not secure during wear and upon removal of the pod from their leg, the cannula was found to be bent. As treatment a new pod was applied.